Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Customer reported blood glucose level was 170 (mg/dl). A replacement wall adapter was sent to the customer. During follow up with the customer, it was confirmed that the pump was able to be charged successfully with the replacement wall adapter.